Event description:
The dealer stated that they have used the tag c1762 caster from tag and the ball bearings are falling out of the wheel. The dealer also stated that this chair is close to the shower. Invacare (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).